Event description:
Information as it was reported to ams indicates that the "laser display error code 641(chiller error) indicative of a system malfunction at the beginning of a procedure (patient sedated however the case had not yet begun). The customer was unable to resolve the issue that occurred and the case was canceled.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the ¿error 641¿ chiller serial not set issue was confirmed and determined to be the result of chiller s/n not being correctly set in system software. The chiller was replaced and chiller s/n was updated. The system was tested and verified to meet manufacturer's specifications. The chiller was returned to ams on (B)(6) 2014 and was sent to the supplier.